Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. However to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible date for re-implantation has been made available yet.

Event description:
Reportedly, hearing performance with the device is affected. There is no report of trauma by the parents. The clinic is waiting for confirmation from the family to proceed with re-implantation. No date has been set yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, hearing performance with the device is affected. There is no report of trauma by the parents. CT scan is scheduled, after which the decision for re-implantation will be made.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Other damages found during device investigation are most likely related to the explantation surgery. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
Reportedly, hearing performance with the device is affected. There is no report of trauma by the parents. Recipient was re-implanted on (B)(6) 2019.